Event description:
The customer reported the system displayed a overvoltage. This error is likely to result in an un-commanded loss of system functionality and require a system reboot. There is report of injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube was replaced and the filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.